Event description:
During initial deployment of the stent, the premounted balloon broke and transected and was not removed w/the sheath and the rest of the balloon. The tip was found in the superficial femoral artery and removed.